Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to her feeling/ normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on the morning of (B)(6), 2010. The patient reportedly obtained a blood glucose result of "120 mg/dl" with the subject meter. The patient indicated she manages her diabetes with insulin (no adjustments); however, after the alleged issue occurred, the patient denied taking any action. Approximately 20-30 minutes after the alleged issue began, the patient claimed she developed symptoms of sweating, dizziness, and was almost unconscious. The patient, however, denied she received any treatment as a result of the reported meter issue. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k) # is k021819.